Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and loss of capture on the right ventricular (rv) lead. The loss of capture resulted in pacing inhibition for greater than 2 seconds of asystole. Labored breathing due to the patient's weight was thought to have contributed to the observations. The crt-d was reprogrammed and the patient is being monitored. The products remain in service. No adverse patient effects were reported.